Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th september 2025, it was reported by a distributor via email that for an ar-1662psl-7, swivelock® tenodesis, peek, 7 mm, with one screw, one fork tip peek eyel et and one #2 fiberwire®, the forked tip was broken. This was detected during use in a mcl reconstruction procedure during tibial site insertion on (B)(6) 2025. The procedure was completed successfully as an additional swivelock was used. The 8mm drill was used to create a 25mm socket. No fragment was left inside the patient. Bone density test was not performed.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. Dfu-0087-eo 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket